Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this defibrillation lead exhibited noise on the ventricular rate/sense and shock channels which, resulted in one non-sustained episode and pacing inhibition.